Manufacturer narrative:
(B)(4). Eval, results: (based on the info provided, no root cause can be determined). (Death). Conclusion: (based on the info provided, no root cause can be determined).

Event description:
During index procedure, two endeavor sprint rapid exchange drug eluting stents were implanted. The first stent diameter 2.75mm length 18mm (ref. MFR # 2953200-2011-00501) was implanted to the mid left anterior descending artery, and the other stent diameter 3mm length 30mm was implanted overlapping the previous stent. Intravascular ultrasounds confirmed complete apposition of both stents to the vessel wall. Six months post index procedure, the pt's death was reported, on an unk date. The date and cause of death were not reported.